Manufacturer narrative:
Patient (B)(4) (unable to speak). (B)(4).

Event description:
It was reported that there was an issue with the programmer. There were potential sources of emi present. The patient was in the hospital at the time the event was reported. The patient was lethargic and could not speak. It was later reported that the patient's pump was 11 years old and the battery was depleted. The drug used in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.